Manufacturer narrative:
On december 15, 2023, the mentor failure analysis lab received the device for evaluation. On december 19, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline smooth breast implant was found to have two (2) tears on the anterior view, the tear (a) measuring approximately 0.5 cm and the tear (b) measuring approximately 0.1 cm. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rupture can be determined at this time. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown saline implants smooth and experienced breast implant deflation on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. The patient underwent bilateral replacement surgery with catalog number 3502250; serial number (B)(6) on the left side, and with catalog number 3502250; serial number (B)(6) on the right side on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).